Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the h4. Manufactured date when received. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a carto 3 system wherein a current leakage error was displayed and all electrocardiogram (ECG) signals were lost during the post ablation waiting period. There were no patient consequences. During the post-ablation waiting period, a current leakage error displayed on the carto 3 system and all ECG body surface (bs) and intracardiac (ic) signals were lost on the carto 3 system and the recording system. Physician did not have any ECG signal available to monitor the patient¿s heart rhythm. Catheters and cables were disconnected and reconnected and the issue persisted. Since the procedure was completed, no further troubleshooting was performed. Issue was dispatched to the local field service engineer (fse). The loss of all ECG signals has been assessed as MDR reportable.

Manufacturer narrative:
On 10/10/2018 the hardware investigation was completed. Based on the system evaluation performed on the carto 3 by a bwi field service engineer, it was determined that the issue was related to a catheter cable. It was reported that the issue was resolved by changing the ablation catheter cable. No issues were found with the carto 3 system; it was found to be performing to specification. A device history record (DHR) review was performed by the manufacturer and no anomalies which are related to the reported issue were noted in manufacturing or servicing of this equipment. As such, the reportable issue of ¿signal loss¿ is no longer considered a reportable malfunction against the carto 3 system. The issue has been reassessed and determined to be reportable against the catheter cable. The event will now be reported under MDR # 2029046-2018-02253. Manufacturer's ref #(B)(4).

Manufacturer narrative:
The date of manufacture for the carto 3 system was received on 9/16/2018. As such, field device manufacture date has been populated. Manufacturer's ref # (B)(4).